Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the shield was closing over the bd vacutainer® safety-lok¿ blood collection set during use when inserting it into the patient's arm. The following information was provided by the initial reporter: "customer complains on shield slipping. Customer complains that the safety shield is closing when inserting into the patient's arm."

Event description:
It was reported that the shield was closing over the bd vacutainer® safety-lok¿ blood collection set during use when inserting it into the patient's arm. The following information was provided by the initial reporter: "customer complains on shield slipping customer complains that the safety shield is closing when inserting into the patient's arm".

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to preactivation of the safety shield as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.